Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to a carelink alert. T-wave oversensing (twos) leading to intermittent loss of capture was noted on the right ventricular lead. The lead was reprogrammed and remains in use. The patient is enrolled in the (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.